Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that when the patient is in the lift raised in the air it begins to slowly lower, therefore not holding.